Manufacturer narrative:
The device in question was returned to olympus for investigation. The device was found distorted upon receipt. The investigation found that the electrical connector for the charge coupled device unit was damaged. After the electrical connector was replaced, the image was found to be okay.

Event description:
The user facility reported they experinced a total loss of image during procedure. The image was unable to be retrieved, and the procedure was completed with the use of another similar device. There was no allegation of harm.